Event description:
It was reported that this left ventricular (lv) lead triggered a lead safety switch (lss) due to an unspecified out-of-range lv pace impedance measurement. Review of remote monitoring data was unable to determine the specific measurement. Technical services (ts) reviewed programming and troubleshooting options. Lv ring to pacemaker impedance measurements were stable in the 450-600 ohm range. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).